Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that a previous lead had been removed in a prior surgery. This reporter has a question regarding if a fragment of lead broken off and remains in body what are the risks of putting another lead into that foramen. The only actions taken in this case were implantation of a new lead and neurostimulator. The doctor was asking for her reference in the event they could not have the lead placed on the patients contralateral side. Additional information received noted that regarding if the patient had a 50% or greater symptom reduction, at this point that was unknown as the patient was just reimplanted and had not been seen for follow up. Given the proper lead placement and sensory response, it is likely the patient is seeing at a minimum a 50% reduction in symptoms. The patient had a full system implant because her system had been removed previously. No troubleshooting was done as there was nothing to troubleshoot. It was noted: there was no event. The patient had her new interstim system implanted. Regarding how the patient was doing now, it was noted: given the proper lead placement and sensory response, the patient is likely receiving effective therapy, but that will not be confirmed until the patient is seen by her physician post op. It was additionally noted that this reporter did not have further information as they were in the case observing and did not collect any patient data. The physician for this case was noted, but this reporter was not 100% certain that this doctor was the physician who removed the previous lead.